Event description:
Air, e. L., ostrem, j. L., sanger, t. D., starr, p. A. Deep brain stimulation in children: experience and technical pearls. Journal of neursurgery pediatrics. 2011;8(6):566-574. Doi: 10.3171/2011.8.peds11153. Summary: this article looked at the results of deep brain stimulation in 31 children implanted with deep brain stimulation (dbs) systems from 2000 to 2010. Diagnoses included dyt1 primary dystonia, non-dyt1 primary dystonia, secondary dystonia, neurodegeneration with brain iron accumulation (nbia), levodopa-responsive parkinsonism, lesch-nyhan disease and glutaric aciduria type 1. It was found that children with dyt1 dystonia had significant improvements while those with secondary dystonia had only small improvements. The outcomes for three children with nbia were poor. Reported event: case 14: one (B)(6) patient with cerebral palsy experienced infection at the right connector site. The time to clinical presentation was one month after receiving bilateral gpi-dbs. A culture was positive for (B)(6). The patient underwent removal of the right-sided system and was treated with nafcillin.

Manufacturer narrative:
Continuation of concomitant medical products: unk implanted: unk explanted: unk; lead model neu_unknown_lead lot# unknown serial# unk implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.